Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, false pause undersensing episodes were observed. Upon review of the session records, the presence of the false undersensing episodes were confirmed. It was suspected that the issue was due to the device having position dependency and there was loss of contact in the pocket.